Event description:
Patient was undergoing a laparoscopic sleeve gastrectomy. While stapling procedure was underway, a covidien endo gia black 60 load (endo gia black articulating reload with tri-staple technology, 45mm extra thick, ref # egia45axt, lot # n3l0863gx) failed to fire. Subsequent loads of like kind fired correctly using the same gia handle. No patient harm.======================manufacturer response for surgical staples, endo gia black articulating reload with tri-staple technology (per site reporter).======================no known response.